Event description:
It was reported that during a laparoscopic cholecystectomy procedure the hand piece did not function and emitted noises. Case completed with another hand piece. No patient consequence.